Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were closing on the cystic artery but weren't holding and were slipping off. On one of the clip firings, the clip closed, didn't hold, slipped off the cystic artery and there was bleeding. Hemostasis was controlled using electrocautery. Another firing had two clips deploy at once. A second like device was used to complete the procedure. There were no patient consequences reported.